Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia to 43 mg/dl after exercise and self-treated with oral carbohydrates including juice and fruit snacks, after which glucose increased to 175 mg/dl. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the hypoglycemic event without hospitalization. Investigation included troubleshooting and education regarding nutrition and meal announcements, with advice to consult a healthcare professional. Investigation of this case revealed no device malfunction and indicated the event was consistent with cause unclear hypoglycemia following exercise. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.